Event description:
The stent was completely disassociated from the balloon during the introduction into the catheter.

Manufacturer narrative:
The contents of the returned box contained the catheter and the stent that was found to be pushed off the balloon proximally up the shaft. The stent had minimal staining of bodily fluids. The stent was measured using a laser micrometer to determine the stent diameter as received. Stent diameter: average diameter as 2.61mm, maximum as 2.72mm, minimum as 2.5mm. The average historical crimped stent diameter of 2.26mm indicate that the diameter is larger than that of a crimped stent. This is due to the stent being pushed up over the proximal balloon cone. The balloon under the stent had the impressions of the stent on its surface. The impressions are indicative of a properly crimped stent. Atrium 100% inspects the stents after crimping to ensure the stent was crimped. A review of the data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, films or the particular introducer sheath, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.